Manufacturer narrative:
Product ID 97715 lot# serial# (B)(4). Implanted: (B)(6) 2021 explanted: product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2021, information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt states when ins was implanted, the rep took programming from previous ins and put into new ins "but the two don't match" and the current settings "aren't sufficient" for what patient needs. Pt asking for assistance reaching local rep to discuss next steps. Patient services offered and sent message to reps. No device issues reported. On (B)(6) 2021, additional information was received from the patient reporting that they were still having back pain so they went to the ER at the va yesterday to try and get an MRI, but their controller showed head/brain eligible only. Pt was not sure why that was as they had their current ins/leads models put in so they would be able to have an MRI. Patient services (pss) asked for the event date for the back pain, pt said it started in october of last year ((B)(6) 2020) as the previous ins was in the process of failing so their back pain came back with a "vengeance" and had not gone away, even after the new ins was put in. Pt said the pain went from their mid-back to their ankles (pt described a burning, shooting, muscle cramp type pain). Pt also said since that time they have had incontinence and a number of other issues. The patient was redirected to their healthcare provider (hcp) to further address the iss ue. Patient services reviewed more goes into MRI eligibility other than model numbers and redirected to hcp to inquire further. Pt asked rep contact info, pss provided national answering service's number for hcp office to call.